Manufacturer narrative:
(B) (4).

Event description:
A volume discrepancy was reported; the actual residual volume was 10ml and the expected residual volume was 21ml. The hcp was having difficulty filling the reservoir and was only able to put 34ml into the 40ml pump. The correct volume was updated on the programmer. The pt was not experiencing any symptoms of underdose. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.